Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure to power on. Physio determined the cause of the malfunction to be excessive current leakage at the fl9 and fl10 filters from the analog pcb assembly. A replacement device was provided to the customer.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 3015876-02/08/2013-001c is relevant to the reported issue.

Event description:
Supplemental MDR is required to document that field action number 3015876-02/08/2013-001c is relevant to this reported issue.

Event description:
During normal testing/inspection, it was reported that the device charge pak, attention and wrench icons were illuminated and the device would not power on. There was no patient use associated with the event.